Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A company rep reported on behalf of the surgeon a case of vertical gas breakthrough, observed on a pt's left eye during femtolaser flap creation. Reporter indicated the patient moved the eye and a slight shift at the canal occurred, the flap was not lifted and no excimer laser treatment occurred. Reporter also indicated patient will return at a laser unk for treatment to the left eye. Add'l follow up, indicated a surgical tech reported to technical service the flap was not fully cut.